Event description:
Event description cpi received information that the physician elected to explant this implantable cardioverter defibrillator (ICD). There were no allegations against the performance of the device.